Manufacturer narrative:
Device analysis report attached. This report is submitted on november 21, 2023.

Manufacturer narrative:
This report is submitted on october 16, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (specific date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.